Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic appendectomy, when the balloon was inserted, it would not inflate and cannot be fixed. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the trocar balloon, valve seal and doors appeared to be intact. The obturator was received. The inflation syringe was received. The lock collar was broken. Pmv performed functional testing: the balloon was inflated; no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken lock collar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.